Event description:
It was reported that the ventilator was connected to the compressor which generated intermittent pressure alarms. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The complaint states that the customer has a servo-I ventilator with a compressor mini that has intermittent pressure alarm issues. The complaint was registered as a servo-I complaint although the problem description suggests that the problem was with the compressor. The reported ventilator has not occurred in any other complaint. It was later learned that the complaint notification was not turned into a service call. No further information has been received. Both the ventilator and compressor will generate visible and audible pressure alarms if set alarm limits are exceeded. H3 other text: 4119.